Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported found during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
Updated sections: g2(foreign, com rep only), h6(health clinical & impact).

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, replaced the o-rings and helium tubing assy to resolve the issue. Unit checked tested and protocol completed. Unit returned for clinical use.

Event description:
It was reported found during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, g3, g6, h10, h11. Corrected fields; e1.

Event description:
N/a.